Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic, a discrepancy in longevity was observed. Follow-ups will be discussed based on the most recent battery measurements. The patient was stable and will continue to be monitored.